Manufacturer narrative:
No button error alarm was noted. The pump had no button response due to corroded keypad traces. The stop current was within specification. Unable to complete the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, off no power or run the current measurement test due to no button response. The pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by customer's nurse that the customer was hospitalized. It was stated the cannula was bent which caused a no delivery. Also, the pump alarmed button error. The customer's blood glucose was between 400mg/dl-544mg/dl. Customer declined troubleshooting for bent cannula. The customer's blood glucose was syringes.